Event description:
The customer stated that she was hospitalized due to high blood glucose levels greater than 600 mg/dl. The customer stated she passed out, and doesn't remember anything else. She stated that her son found her in her bedroom, and her insulin pump was in the bathroom as if she was changing the infusion set. The customer did not have supplies at the time of the call, and was unable to troubleshoot. The next day, the customer's daughter in law called to report that the insulin pump had cracks on the case and reservoir window. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.